Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Model#: sc-4316, lot #: 18031958, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent pocket revision to relocate the ipg due to skin not healing properly. During the procedure, it was discovered that the patient had an infection. It was believed that the infection was not device or procedure related. The patient was prescribed wound v.a.c (vacuum assisted closure) and antibiotics. The patient underwent an explant procedure.